Manufacturer narrative:
Customer returned (8) open 4mm, 32g pen needles without the tear drop label. Customer states that the needles bending on patient end and sometimes breaking on the patient end needle. All returned pen needles were examined and 2 out of 8 samples exhibited a bent patient end of the cannula. No sample exhibited a broken patient end of the cannula. Unable to perform DHR check due to unknown lot number for breaks off during us & bending during use. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes include: bending of the cannula during original removal of the shielding. If the shield is not removed evenly and in roughly the opposite direction of the force applied, the cannula is easily bent by the shield flange as the shield is removed. To the consumer, this would appear as though the cannula was bent to begin with. Additionally, this type of incident does not usually leave evidence on the interior of the shield.

Event description:
It was reported that an unspecified bd pen needle was bending on patient end and breaking on patient end.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd ¿ pen needle was bending on patient end and breaking on patient end.